Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, the issue was found during testing.

Manufacturer narrative:
One cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: on (B)(6) 2021 9:59:29 am high alarm displayed: cassette not attached properly. On (B)(6) 2021 9:59:31 am high alarm silenced: cassette not attached properly." The customer reported problem was confirmed. The pump failed to calibrate because of an inoperable downstream occlusion sensor. The pump kept producing an alarm indicating that the cassette was not attached properly." The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor was replaced to address the reported product problem.

Event description:
It was reported that the cadd solis vip could not be calibrated after the dso was replaced. No patient injury or complications were reported in relation to this event. No patient injury or complications were reported in relation to this event. Additional information was requested but has not yet been received. Should additional relevant details become available, a supplemental report will be submitted.